Manufacturer narrative:
One opened probe was received, with a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with the probe needle broken at the port. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two photos were reviewed by the investigation site. Photo one appears from a probe needle distal end, with the port broken. Photo two, unable to identify, as it is blurred. The complaint evaluation confirm that the probe needle was broken at the port. The root cause for the broken probe needle port is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than twenty minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will damage the probe needle. No action has been taken by the manufacturing site as it appears that the observed broken probe needle port was due to excessive use of the probe by the user. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the metal tip of beveled tip area of the cutter chipped off during peripheral vitrectomy surgery of a patient suffering from diabetic retinopathy. There was retinal bleeding of the left eye. So the surgeon needed to stop the surgery in between to immediately remove the broken part with the help of forceps. Patient's symptoms were resolved. The surgery was completed by using another cutter. There was patient impact but the patient was not hospitalized as a result of this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).